Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. Although ureteral injury is not uncommon during radical pelvic surgery, bilateral injury is somewhat less of a risk. The dissection is more complex with radical hysterectomy than for non-malignant hysterectomy and devascularization is the common cause of ureteral breakdown. The da vinci system is unlikely to be the direct cause of ureteral injury here since the technique for ureteral dissection usually involves primarily a cold shears technique and minimal cautery is employed. The medical records do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci surgical procedure.

Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci radical hysterectomy with associated lymphadenectomies procedure on (B)(6) 2012 for stage b1 squamous cell ca cervix. Isi was provided with the operative report. Additional information provided includes additional operative reports and radiology reports. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. The patient's original operation appeared to have no immediate complication. On (B)(6) 2012, the patient underwent cystoscopy, retro pyelogram, left stent placement for urinary leaking. On (B)(6) 2012, a nephrostomy tube was placed. On (B)(6) 2012, the nephrostomy tube was replaced. On (B)(6) 2013, the right ureter was stented with continued leaking. On (B)(6) 2013, the patient underwent bilateral fistula repairs with neocystostomies. On (B)(6) 2013, her stents were removed. On (B)(6) 2013, IV pyelogram showed no obstruction although the patient had recently had pyelonephritis.